Manufacturer narrative:
Specific patient information such as age and weight was not provided. The patient had developed a ulcers on the gums due to the right side mechanism rubbing. The doctor removed the appliance and prescribed antibiotics for treatment. To date, the patient has fully recovered and is doing fine. A new appliance will be fabricated with consideration to patient comfort.

Event description:
A doctor alleged that a patient had experienced ulcers on their gums while wearing a herbst appliance.